Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that for circumstances that led to recharging the ins more frequently, there was no real changes. For steps taken to resolve the issue, patient reported r+r battery, (several times) called the manufacturer 2 times. Recharger was replaced- seemed to be ok now. Recharger would vary as to charge level of device. Lower charge at one time said device was at 30%. When plugged into device/recharger it said device was at 70%. R+r battery would help, however r+r was required several times before function resumed. Lower right corners of screen would show several numbers ranging from 14,15.... To 57. Patient pretty much still had to be observant to as to ensure that charging was proceeding. Sometimes, required 1, 1/2 hr to 2, 1/2 hr to charge. It seemed to be a lack of consistancy in recharging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not get their controller to charge their ins. The patient¿s controller would freeze when trying to recharge their ins. The patient would get screens 76, 51, 36, 14, 15, and 17. Resetting the controller resolves the controller freezing at that time. The controller froze on screen 51 four or five times. The patient reported seeing screens 63 and 76 on the day of the call. While troubleshooting, the controller said recharging had ended and recharging was reattempted, but the controller read no device found. Recharging was then attempted in passive recharge mode and was able to get recharging excellent. The controller then read screen 66, for ins battery low, needs attention but was able to get back to recharging excellent. The ins battery was 30% and the controller was 100%. It was confirmed that the controller would freeze on the screens while the recharger was connected to the controller. The patient mentioned the they used to go six days between charging the ins and now go four days. The patient charges the ins when it gets down to 30% or 40% battery. No symptoms were reported. No further complications were reported/anticipated.